Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the gasket on the trocar cannula tore when scope was inserted and when the five millimeter device was inserted at thesubxyphoid port. 11/05/1998 an two additional individual trocars were pulled to continue with the case. There was no consequence to the patient.